Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory instrument was analyzed. The tip cover accessory was returned unopened. The tip cover accessory was placed on an in-house monopolar curved scissors and then installed onto an in-house system. The instrument moved with full range of motion in all directions. The tips opened and closed properly. The tip cover accessory remained properly seated on the instrument. No product issue was identified. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip cover accessory melted on the side after use. There was no patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the event: there was no fragment or anything that fell into the patient. The mcs tip cover accessory was melted on the side after use.